Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04767. It was reported that catheter removal difficulties were encountered. The target lesion was located in the right superficial femoral artery (sfa). Following the advancement of an unspecified amplatz superstiff guide wire, a 7x120x120 epic¿ vascular stent was advanced and deployed to treat the target lesion. When the physician attempted to remove the stent delivery system (sds) post deployment, the device was caught on the amplatz guide wire. The guide wire was kinked in the process. The physician then removed both the sds and the amplatz guide wire together. Subsequently, the physician used a new unspecified guide wire to complete the procedure. No patient complications were reported and the patient's status was fine.